Event description:
The manufacturer received information that during the device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made of ventilator inoperative error code. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a30, international device was visually inspected and there is evidence of foam degradation. Additionally, a ventilator inoperative error code was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device will be scrapped as per customer request. Additionally, there is dust/ dirt contamination documented as being discovered inside of the device and missing the accessory port cover.